Manufacturer narrative:
Other, other text: returned device was received in used physical condition. There were scuffs on the enclosure and was missing bumper feet. During the evaluation of the device, there was no green light illuminating. It was found to be a broken led light. The pcb containing the led was replaced and the fault was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device had an indicator light that does not turn on. There were no reported adverse events.